Manufacturer narrative:
Additional information. This MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6008240 have already been previously tested in the complaint (B)(4) on may 12, 2025. Test results: the reference samples were visually inspected. All test results were within specifications as per the complaint (B)(4) complaint test report.pdf attached in this record. Device history record (DHR) review: the lot 6008240 was manufactured according to the work instruction (wi) version 115 in the line 3, on july 20, 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on july 8l, 2025, against malfunction code soft cannula dislodged from tissue during use and lot 6008240 with no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of infusion set cannula dislodged on (B)(4) 2025. The blood glucose level was about 600 mg/dl and the patient went to the hospital for treatment and received intravenous fluids of saline and insulin. The trace ketones were found to be high. The patient was released from hospital on (B)(4) 2025. No further information available.